Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found; therefore, only the cuff was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected; however, no visual damages nor abnormalities were found, and it did pass leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the cuff connecting tube was found; therefore, only the cuff was explanted and replaced. No patient complications were reported.